Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a caesarian section, nurses and the professional used synthetic absorbable surgical sutures and sutured the patient. The nurse sutured according to the standard operating procedure(sop). The next morning, symptoms of redness and itching were found in the suture area which led to poor recovery of the patient. After the doctor's diagnosis, the patient was treated with physiotherapy lamp, and the patient's symptoms gradually disappeared, the following day.